Event description:
It was reported that the patient experienced inappropriate shocks in response to atrial fibrillation (af) and supraventricular tachycardia (svt) being diagnosed as ventricular tachycardia (vt). Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.